Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a follow up oversensing was noted on the right ventricular channel. All other values were stable. The lead is a competitor lead. No changes were made. This device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon additional informiaotn this investigation will be updated.

Event description:
It was reported that during a follow up oversensing was noted on the right ventricular channel. All other values were stable. The lead is a competitor lead. No changes were made. This device remains implanted.